Event description:
The user reported that the monitor would not turn on. The device was not changed out. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.